Event description:
It was noted the right ventricular (rv) lead exhibited low impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient having syncopal episodes due to low impedance in the right ventricular (rv) lead. During the procedure, it was noted that the right atrial (ra) lead was damaged resulting in impedance changes along with unable to sense any atrial events. The rv lead and ra leads was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: update physician's detail in e1, e2, and e3.

Manufacturer narrative:
The reported events of an impedance issue, and a sensing issue were confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted. Further analysis noted a breach of the inner insulation at the suture tie impression region. The cause of the reported event was isolated to suture sleeve tie down forces. Visual and x-ray inspection of the lead did not find any other anomalies with the exception of procedural damage.